Event description:
In 2008, a male pt was implanted with a gore propatent vascular graft in the right leg. A bypass procedure was performed from the common femoral to the tibial peroneal trunk. At 20 days, an amputation of the toe was performed, due to pre-existing necrosis. The pt lost primary patency and assisted primary patency at approximately one month. The physician stated that this event was not device related. No further info is available.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.